Event description:
It was reported that a spectrum iq pump delivered inaccurately during intravenous immunoglobulin (ivig) therapy. The 50 ml ivig bottle, delivered a total dose of 62 ml and the last bottle of 25 ml delivered 33 ml total volume with no upstream alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.